Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Quantity 2. Pms 510(k): - this product is not cleared for distribution in the united states; however, this report is being submitted as zimmer biomet in the us manufactures a similar product under 510k number k150850. Zimmer biomet (B)(4) and package supplier are in the process of initiating modifications to address reported issue.

Event description:
It was reported that the packages were not fully sealed. Another unit was available to complete the procedure without a delay or patient injury.

Manufacturer narrative:
This follow up report is being filed to relay product evaluation and additional information.